Manufacturer narrative:
Updated field: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions). Corrected field: h6 (health effect - clinical and impact). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) alerted safety disk leak test failure message while performing leak testing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.